Event description:
Testing by the service center found the ventilator had a low audible alarm. This reported problem was found during service and was not found while the ventilator was connected to a patient.